Manufacturer narrative:
A supplemental report will be submitted upon completion of the physician's assessment of the reported info and the plant's investigation. Related mdrs: 2937457-2014-00171 and 8030665-2014-00149.

Event description:
A peritoneal dialysis (pd) pt called in with problems with his cassette and reported he was hospitalized for peritonitis. His pd nurse confirmed he was hospitalized for peritonitis. Medical records were requested however, they are not available.